Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator. On (B)(6) 2014, the patient reported unsatisfactory analgesia in the left calf despite reprogramming. The event was related to the device or therapy and not related to the implant procedure or programming. The final programming date for the most recent interrogation prior to the event was (B)(6) 2013. The event resulted in an unscheduled clinic or office visit and the event resolved with sequelae. The sequelae was noted as scs replacement. The entire system was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported a device diagnosis of lead migration/dislodgement but later reported the device diagnosis was not applicable. It was reported there was a lead revision on (B)(6) 2014.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead.

Event description:
Additional information was received from the healthcare professional of a clinical study regarding the patient with an implantable neurostimulator (ins) for failed back surgery syndrome and chronic low back pain. It was reported the intervention on (B)(6) 2014 repositioned the lead. Previously, the patient complained of worsening left lower extremity pain and lack of stimulation coverage to the left calf area. A clinical diagnosis of unsatisfactory analgesia was reported. On (B)(6) 2014, the leads were checked under fluoroscopy. It was determined that the leads were placed in an unsatisfactory position during the revision of (B)(6) 2013. The event was possibly related to the device or therapy and related to the implant procedure.